Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead had a spike in pacing impedance a few months ago, where it was noted that the patient had an unrelated medical procedure performed. Recently in the clinic, the pacing impedances were measured at out of range at 2500 ohms, and review of report found non-capture. The device was reprogrammed ring to can, where the impedance value measured 539 ohms. The plan was to continue to monitor. The system remains in-service. No adverse patient effects were reported.

Event description:
Additional information was reported that this lv lead was surgically capped due to chronic high out of range impedance issues and no capture presumed due to a lead fracture. The physician tried to treat her medically without the use of the lv lead, however the patient feels better with biv pacing so a revision was planned. The lead was capped and replaced with two epicardial leads, as while trying to implant an new transvenous lead the patient developed tamponade. The device was also replaced. No additional adverse patient effects were reported.